Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and a damaged usb connector was observed. A receiver charge and boot was performed and failed. A receiver download and functional test could not be performed. An interior visual inspection was performed and passed. Confirmation of the complaint was confirmed. The probable cause was determined to be damaged usb pins from the j3 causing the receiver from charging the battery.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of the complaint is undetermined. A root cause could not be determined.